Event description:
The patient's device was unable to be communicated on two separate occasions, and the physician's programming system was functioning properly. Updated settings were received, and a new battery life calculation supported the end of life condition of the generator. No surgical intervention has occurred to date.

Event description:
It was reported that a patient's device was unable to be interrogated. The patient also could not feel magnet mode stimulation. The patient was referred for evaluation, but no surgical intervention has occurred to date. A battery life calculation was performed, which estimated 5.9 years remaining battery life.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. It was attempted to have the explanted device sent back to the manufacturer however, the device was discarded of by the explanting facility.